Event description:
The pt flew to (B) (6) and noticed the pump alarming when she came back. She believed going through the airport caused her pump to alarm and made her sick. She was wanded several times even though she advised against it. The pt experienced an increase in pain and had patches to help her symptoms. She visited her physician and had the pump re-set: it alarmed again. It was further stated that aspirating and injecting were more difficult and there was a volume discrepancy. The expected volume was 13.5ml and the actual volume was 18.5ml. It was difficult to get the entire 18.5ml back into the pump. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).